Event description:
It was reported that a device system "had not worked" for a long time and the implantable neurostimulator had been removed. The reporter stated that the lead had not been removed. It was reported that the physician wanted to know in what condition the patient could have an MRI. A week later, per manufacturer device registration, the lead was removed on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up reported the health care professional had not explanted anything and the last time the patient had been seen was (B)(6) 2011. The patient had been having high impedances but they had never determined why. It was noted the same thing happened in 2010 with high impedances. It was noted the patient never went back to the health care professional in either instance. The health care provider had no further information on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7439 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type programmer, patient product ID, 377860 lot# v010208, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 355029 lot# n075638, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).